Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. Complaint summary: as the product has not been received, the investigation was limited to the information provided in addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records could not be performed as item numbers and lot numbers are unknown. A review of the complaint database could not be performed as item numbers and lot numbers are unknown. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective action required at this time. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00115-1 3002806535-2021-00116-1 if any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty. Subsequently, a revision procedure due to unknown reasons was performed.

Manufacturer narrative:
(B)(4). Initial report concomitant medical devices: medical product: unknown tibial component, catalog: unknown, lot: unknown; medical product: unknown femoral component, catalog: unknown, lot: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00115, 3002806535-2021-00116. The customer has confirmed that the device will not be returned for analysis: however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty. Subsequently, a revision procedure due to unknown reason was performed. Attempts have been made and no further information has been provided as yet.